Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# 0203335287, product type: lead.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a foreign clinical study that there was a defect with the implantable neurostimulator and it was noted that the stimulator was changed out. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.